Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly and revealed that the pull wire was in its initial position within the ddt alignment feature. Further evaluation revealed that the pet lock was separated, and the pull wire was not present on the proximal end of the pusher assembly. This indicates that the pull wire may have fractured within the pusher assembly. Further evaluation also revealed kinks and bends throughout the pusher assembly. This damage may have contributed to friction within the hypotube during the detachment attempts. Some of the bends may be incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4). This report is associated with MFR report number: 3005168196-2021-02600.

Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil but was unsuccessful. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.